Event description:
It was reported that, oversensing was observed on the right ventricular (rv) lead. Rv lead fracture was suspected but this was not confirmed. No intervention has been performed. The patient was stable.

Event description:
It was reported that, noise resulting in oversensing was observed on the (rv) lead.